Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion rubber seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion rubber seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion sensor was damaged. There was no patient involvement, no patient injury was reported.